Event description:
It was reported that pump experienced malfunction labeled as malf 13, with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by giving correction insulin injection using multiple daily injections. There was no third party assistance required. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.